Event description:
It was reported that the right atrial (ra) lead had high and variable thresholds and variable impedance. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2010; 305c25 tissue valve, implanted: (B)(6) 2004. (B)(4).